Event description:
A resident was in the quick fit sling, lifted by the mechanical lift, when she slipped through the opening in the sling and fell onto the floor. She sustained a laceration to her head and a concussion.